Event description:
It was reported that this right ventricular (rv) lead was revised due to unknown reasons. While attempting to explant this lead, there was an electrode residue left in the patient, and the physician was unable to retrieve it. In addition, slight fibrosis of the subclavian vein was observed. A new lead was successfully implanted and remains in service. Additional information was requested due to the reason for the lead's revision procedure. No additional adverse patient effects were reported. Additional information received indicates the lead's revision occurred due to an existing patient condition related to exit block. The product is expected to be returned for analysis. No additional adverse patient effects were reported. The device was returned for analysis.

Manufacturer narrative:
Correction: b5 field: describe event or problem updated. Upon receipt at our post market quality assurance laboratory, it was observed the lead was returned in two segments, severed approximately 120 millimeters from the terminal end. The tip segment, including the shock coil, was not returned. Visual inspection revealed puncture holes in the insulation and deformed coils. This type of damage is consistent with likely a tool at explant damage. Testing was completed to assess lead electrical performance. Measurements were within normal limits. The reported difficult to remove, unretrieved device fragments, and device damaged allegations were confirmed based on the finding of a detached/separated and missing tip segment of the lead. The clinical observations are deemed to be due to induced damage during explant.

Event description:
It was reported that this right ventricular (rv) lead was revised due to unknown reasons. While attempting to explant this lead, there was an electrode residue left in the patient, and the physician was unable to retrieve it. In addition, slight fibrosis of the subclavian vein was observed. A new lead was successfully implanted and remains in service. Additional information was requested due to the reason for the lead's revision procedure. No additional adverse patient effects were reported. Additional information received indicates the lead's revision occurred due to an existing patient condition related to exit block. The product is expected to be returned for analysis. No additional adverse patient effects were reported.

Event description:
It was reported that this right ventricular (rv) lead was revised due to unknown reasons. While attempting to explant this lead, there was an electrode residue left in the patient, and the physician was unable to retrieve it. In addition, slight fibrosis of the subclavian vein was observed. A new lead was successfully implanted and remains in service. Additional information was requested due to the reason for the lead's revision procedure. No additional adverse patient effects were reported. Additional information received indicates the lead's revision occurred due to an existing patient condition related to exit block. The product is not expected to be returned as reportedly, it remains with the company guidant. No additional adverse patient effects were reported.